Event description:
Clinical study. Same case as 6000089-2007-00315. It was reported that 602 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi). Indication for stenting was acute mi. The lesion being treated in the index procedure was a 2.75mm, 80% stenosed, moderately tortuous, 20mm long portion of a saphenous vein graft located in the ramus. The physician treated the lesion with predilatation and successful placement of two taxus express2 (2.50x24mm & 3.50x28mm) study stent with a 2mm overlap. 2 non bsc drug eluting stents were placed in the same lesion at this time. Residual stenosis was 0%. There were no reported complications. The patient was discharged 2 days later on plavix and aspirin. 602 days after the initial procedure, the patient experienced a q-wave mi. The patient was hospitalized and his medications changed. He was discharged 2 days later. In the opinion of the physician, the relationship of the mi to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.